Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and a review of the logs. The components in the gas inlet valve were cleaned and lubricated. No report of patient involvement.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.